Manufacturer narrative:
Visual inspection of the device found the therapeutic distal end of the device completely separated from the proximal shaft. The reported complaint was confirmed. Upon follow up, the physician also confirmed that the patient suffered no complications as a result of the occurrence.

Event description:
Angiosculpt catheter was advanced to the lesion over 0.014" guidewire and was inflated 2-3 times to 18 atm. The device performed as intended and was used successfully. Upon removal of the device, and when the distal segment of the device was pulled out of the hemostatic valve, the device was in two pieces, with a break in the catheter shaft just proximal to the guide wire exit port. No patient injury occurred.